Manufacturer narrative:
In this case, the returned device analysis confirmed the reported gripper line break as the gripper line (tactile) was observed to be broken and the gripper cap tactile marker gripper arm could not be raised. Positioning failure could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported positioning failure associated with the clip interacting with the anatomy and gripper line break resulting in the observed single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, leaflet was stuck behind the gripper, while trying to remove the leaflet from the gripper, gripper line was broken. Device was removed from the patient and was replaced with the new device and continued the procedure. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, leaflet was stuck behind the gripper, while trying to remove the leaflet from the gripper, gripper line was broken. Device was removed from the patient and was replaced with the new device and continued the procedure. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.